Event description:
It was reported that during the procedure in an unspecified vessel in the lower extremity, the 6x60x80 xpert stent failed to deploy from the stent delivery system. A new same size xpert stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the stent was partially expanded.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported failure to deploy was unable to be confirmed; however, the stent implant was partially expanded distally. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.